Manufacturer narrative:
Exemption number e2017014. (B)(4). Siemens has conducted an investigation of the reported event. The mr system was checked by a service engineer and all gaps were within the specified range of <8mm. The event was not caused by a technical deviation of the mr system, but by inattentiveness of the operator.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom trio system. It was reported that a patient's finger was caught in the opening between the table top and the magnet cover. The patient suffered an injury to the ligaments of the finger which necessitated surgical repair.